Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot pgz762, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix was broken¿.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lot number: unknown pgz762.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2019 and barbed suture was used. During closing the surgical wound by continuous suturing, the fixation tab of the suture was broken off when passing the needle through the fascia at the first stitch. No extra force was applied at that time. The needle-suture was removed from the tissue, and another one was used for the patient. Further details are not provided. There were no adverse consequences to the patient.